Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received by baxter for evaluation. Visual inspection revealed that the seal on one of the sides of the packaging was open. The cause was determined to be a manufacturing issue. To address this issue updates were made to the machine. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Event description:
It was reported that an uromatic tur administration set had an open seal on one side of the packaging. As a result, the administration sets were compromised and were no longer sterile. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.